Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while setting up the avea ventilator, it alarmed ext high ppeak, circuit occlusion and safety valve open. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Corrected data: carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) performed an initial evaluation on the device at the facility. The fsr replaced the gas delivery engine as the suspect component. After the repair was completed the device was returned to the customer operating to service specifications.